Manufacturer narrative:
D1: the reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s titanium adapter disconnected from the transfer set, further specified as ¿fallen off at home¿. The nurse reported after the catheter tubing was repositioned the patient did not have the nurse tighten the connection between the transfer set and titanium adapter; therefore, the transfer set got loose, and the separation occurred. The patient presented to the hospital and was treated with vancomycin (2g, intraperitoneal, discontinued after 9 days) and gentamicin (60mg, daily, intraperitoneal, discontinued after 9 days). The same day the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy fluid. The titanium adapter and the transfer set were replaced. Eight days after event onset, the patient was hospitalized. The following day, the patient was treated with vancomycin (2g, intravenous, discontinued after 6 days) and ceftriaxone (2g, intravenous, discontinued after 6 days) for peritonitis. It was reported two days after hospital admission, the pd catheter was removed. The patient was discharged seven days after hospital admission. The following day, the patient began treatment with cipro (500mg, thrice a day, by mouth, discontinued after 15 days) and metronidazole (500mg, thrice a day, by mouth, discontinued after 15 days). The patient recovered one month after event onset. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.